Event description:
It was reported that the device runs at full speed as soon as the battery is inserted. The event occurred at the manufacturer facility. No associated procedure, no patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
During investigation it was confirmed that the device had run on as the trigger magnet had detached. This condition allows the device to run without activation when the battery is installed. The affected component was replaced. The driver passed all final inspection activities and returned to the account.